Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device could not be back loaded onto the guide wire, outside the patient anatomy. A second prostar xl device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned with a normal appearing sheath. During testing, a guide wire was back loaded and frontloaded without a problem. Based on the findings, the device performed according to specification. A root cause for the reported experience could not be determined. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.